Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, this patient was undergoing treatment for a thoracic aortic aneurysm. It was reported that the gore tri-lobe balloon catheter used during the procedure would not deflate while it was inside the patient. The physician tried using a different syringe and puncturing the balloon with a wire; however, it was reported the balloon still would not deflate. The balloon reportedly began deflating very slowly when the physician began rotating the balloon back and forth. It was reported the physician was able to deflate the balloon completely with the rotating motion, and the balloon was removed with no adverse event to the patient. As reported, the physician believes the balloon lumen became pinched, reportedly causing the deflation difficulty.